Event description:
A response was received from the patient's family/friend who responded back from follow up sent to patient. It was reported that what led to the report of ins not working was patient had tried charging but it did not charge. They tried connecting it and it doesn't work. Caller said, sitting in a chair it will connect but as soon caller let's charger go, it doesn't hold a charge. Caller reported they've called regarding ins not charging and not able to get it to charge. Patient has gone into the office to have them charge it and would go home but still can't get it to hold a charge. Patient is wanting to have device removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller states the stimulator doesn't work for patient since implant and patient wants this removed. Pain stimulator is currently not working. Caller states they don't want to troubleshoot and just wants the unit out. Caller states the unit doesn't charge. Troubleshooting was unable to be performed as caller denied troubleshooting as pt was sleeping and they just want device out. The patient was redirected to their healthcare provider to further address the issue.